Event description:
The customer contact reported the device keeps rebooting. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device kept rebooting while preforming the self test. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation not complete.